Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was canoeing and fell into the water with the insulin pump. Customer stated that the pump is not working now. Customer reported that the pump was humming and the screen was completely blank. Customer had to remove the battery to stop the humming. Customer is on a back-up plan for now. Customer's blood glucose was 12.0 mmol/l at the time of the incident. Customer stated that the pump was exposed to lake water and a constant tone was occurring. Customer stated that the screen went blank immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronic assembly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.